Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 11 october 2019 for MDR reportability. On (B)(6) 2016, the patient underwent total left knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2018, the patient underwent a left knee revision due to loosening and pain. The surgeon reported the femoral component came off easily with minimal bone loss and was considered loose. He noted upon removal of the tibial cement mantle, the bone quality was very poor and that the patient had metaphyseal overloading. The surgeon did not comment on the patella and it was not revised. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2016; dor: (B)(6) 2018; (lt knee).